Event description:
It was reported that when the stent delivery system was being advanced into the basilar artery, the delivery system's microcatheter partially separated near the hub. The physician replaced the delivery system and continued the procedure without patient complications.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the microdelivery catheter outer proximal shaft was stretched and separated 2.0cm distal to the strain relief. The microdelivery catheter inner tubing was still intact. The microdelivery catheter was kinked under the strain relief and the microdelivery catheter distal shaft was compressed just proximal and distal to the stent location. The stent was in the microdelivery catheter distal shaft and the stabilizer distal end was just proximal to the stent proximal markers. The stabilizer was bent on several places along its proximal shaft and separated at 7.0cm from its proximal end. The stabilizer middle and distal shaft remained in the microdelivery catheter. During functional evaluation, attempts made to advance stabilizer middle and distal shaft out of the microdelivery catheter were unsuccessful. The microdelivery catheter was cut on its distal shaft and the stent was removed with a mandrel. No anomalies were observed with the microdelivery catheter middle shaft and the stent, microdelivery catheter coating and distal shaft were found within specifications. The dimensions which could be measured were conforming to their specifications. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Information available indicated that the issue occurred during advancement, the anatomy was challenging and resistance was experienced. Per the device directions for use (dfu): ¿if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its components at any time during the procedure, discontinue use of the system. Continuing to move the system against resistance may result in damage to the vessel or a system component.¿ based on the information, it appears the reported break/fracture is a result of increased force against the resistance/friction noted during advancement due to the challenging anatomy. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the stent delivery system was being advanced into the basilar artery, the delivery system's microcatheter partially separated near the hub. The physician replaced the delivery system and continued the procedure without patient complications.